Manufacturer narrative:
Product ID: 3889-28, lot# va1td6m, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted therapy didn't seem like it was working. When the call center attempted to collect date of onset, patient said the healthcare provider (hcp) took x-rays of their ins and told them they didn't "think it's connected properly." Patient noted "instead of being 3 and 4 the wires were in 2. What that means- in my spine, I believe". The patient noted the hcp replaced the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1td6m, implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the lead had to be changed from s2 to s3.

Manufacturer narrative:
Product ID: 3889-28, lot# va1td6m, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient¿s urologist found the leads were not attached to the correct area; therefore, the patient experienced many accidents and very little control of leakage. A new implant was inserted and they had much better control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep received a call from patient today (B)(6) 2019, who mentioned that her implant did not work properly that's why it was replaced with new one. No further information was provided. There were no further complications reported at this time.